Manufacturer narrative:
This report is being submitted for additional information received. Please see update to h10. Upon follow up, the customer reported that there was no patient infection. There have been no deviations or deficiencies or concerns in reprocessing. Precleaning was performed immediately after patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948 channel cleaning adapter. The device passed the leak test. The detergent used for manual cleaning was gigasept pearls. The brushed points were instrument/suction channel, suction cylinder and instrument channel port. All channels were connected with tubes when the endoscope was setting up into the automated reprocessor. The concentration and expiration date of disinfectant was controlled. The device was dried by wiping with sterile paper, dry process of automated reprocessor and blowing clean compressed air. The endoscope was stored in a simple cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up in progress to obtain additional information from customer regarding cleaning, disinfection and sterilization (cds) process followed onsite. The device was returned to olympus. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The distal end unit, instrument/biopsy/suction channel and air/water channel were tested and there was no growth of microorganism. The obtained results were in conformance with the requirements. The returned device was evaluated and there were few findings. Due to damage on up/down knob, lock engagement lever rotates concurrently. The control unit had a crack. The grip had a scratch. The scope cover plate was unclear. Due to damage on channel-tube, water tightness was lost. Due to damage on channel-tube, suction volume does not meet the standard value. Objective lens had a crack. The light guide lens had a crack and light guide bundle had a breakage. Adhesive on bending section cover was worn out. Connecting tube had a buckling. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The picture was foggy at warm/cold test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The hygiene microbiological investigation report from the customer indicated that the sample from the biopsy channel of the scope showed growth of micrococci over 16 colony forming units (cfu) per channel (which was far above the detection limit of two (2) cfu/channel). The device was tested the next day and pseudomonas aeruginosa was identified in the lens rinsing solution. The device was tested after a month and showed growth of microorganism. Additional testing of the device is scheduled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.